Manufacturer narrative:
No associated complaint products were returned for evaluation. Additionally, no part numbers nor lot numbers were provided; therefore, a device history record review could not be performed. Due to the absence of the returned device and lack of additional information, the specific root cause cannot be conclusively determined. Additional information has been requested to further assess the event, including device identification, imaging, and surgical findings, however, the customer has been unresponsive. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
On (B)(6) 2026, the manufacturer became aware of an event related to post-operative loosening of implanted screws associated with the malibu system. As per the reporter, the patient underwent a surgical procedure many years go (unspecified date) and had the malibu system implanted from t9 to l2. Recently, the patient experienced an unrelated fracture of the t8 vertebrae and requires surgery to address the fracture. The surgeon indicated that while the planned operation is solely due to the vertebral fracture, there has been some loosening of the screws which now needs to be addressed during the operation. Prior to the fracture, there was no indication that revision surgery was required to correct the post-operative loosening of implanted screws. Additional information has been requested to further assess the event, including device identification, imaging, and surgical findings, however, the customer has been unresponsive.